Event description:
Pump declared a cartridge change error. Customer's blood glucose was 403 mg/dl. Technical support provided assistance by guiding customer to inspect and clean the pump, replace the o-ring, and successfully load a new cartridge, allowing insulin delivery to resume.